Event description:
MRI performed on patient with MRI condition eeg leads. MRI unsafe lead/wire, identical in gauge, wound in with MRI conditional leads and attached to patient chest causing a burn on patient chest.